Event description:
Event description boston scientific received information that this pacemaker had declared elective replacement time (ert) in september 2006 after 5.4 years of implant time. The caller expressed concern regarding potential premature battery depletion.